Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the result of evaluation, the probe tip had a scratch. Also, it was confirmed that the coating on the outer surface of the jaw was rubbed and peeled off. The manufacturing history record was reviewed, with no irregularities noted. This type of event is most likely related to the operator¿s technique. It is estimated that the error have occurred due to the following mechanism. The doctor activated output in seal & cut mode while the device contacting hard tissues or metal instruments. A scratch occurred on the probe. As the result of using the device continually, the probe subjected to a load and the error occurred. The peeling of the coating is considered to have occurred because the operator tried to scrape the coagulum build-up on the grasping section, metal-exposed area around it and the probe tips with a sharp object such as a scalpel or the tip of tweezers. The instruction manual of the device has already warned as follows; -the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g.,uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. -do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. -if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During hepatectomy, the doctor used the subject device and the error occurred. The error code was not reported, but it was reported that the device could not be activated output. The doctor replaced thunderbeat with a spare one and completed the procedure. There was no patient injury reported. When the device was evaluated on august 17, 2017, it was found that the coating on the outer surface of the jaw was rubbed and peeled off.